Event description:
During troubleshooting of a check supply line alarm, the patient reported that they had restarted therapy with the same supplies after cycling the power to clear the alarm. The patient reported being connected and attempting to prime the setup. The technical services representative reviewed proper procedures with the patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps, where the home patient stated he had restarted with the same supplies after cycling power to clear a check supply line alarm. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.